Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported air embolism could not be determined. The reported patient effect of air embolism as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report after the procedure, air embolism occurred requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. Two clips were implanted, reducing mr to 1-2. After the mitraclip procedure, air was confirmed in the upper right pulmonary vein. It was aspirated with a catheter and removed. Per the physician, the cause is unknown. No additional information was provided.